Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited loss of capture at high outputs. Additionally, high out of range pacing impedance measurements were observed that had resulted in the device switching from bipolar pacing to unipolar pacing. A chest x-ray was obtained that confirmed the lead position had not changed and the lead was fully inserted into the device. A revision procedure was performed and the rv lead was repositioned with good parameters. This rv lead remains in service. No additional adverse patient effects were reported.